Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf anat brg rt md size 5 PMA; item# 159577; lot# 6307060. Oxf uni cmntls tib sz b rm; item# 166573; lot# 6397467. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 5 years and 3 months post initial implantation, the patient was revised from a right partial knee to a right total knee arthroplasty due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a4, b4, b5, b7, g3, g6, h2, h6, h10, h11. The reported event of revision of right partial knee arthroplasty to a right total knee arthroplasty due to tricompartmental osteoarthritis is not considered a serious injury. This revision was due to progression of disease overtime. The zimmer biomet device did not contribute to the event and is not meant to cure and/or prevent the progression of pre-existing patient diseases. Therefore, this event is considered not reportable and the report should be made void. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 5 years and 3 months post initial implantation, the patient was revised from a right partial knee to a right total knee arthroplasty due to tricompartmental osteoarthritis. During the revision unicompartment implants were noted to be well fixed with minimal wear. All implants were removed without complications. No further event information available at the time of this report.